Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up two stored egms for vf episodes were noted. An alert for high, out of range high voltage lead impedance was also noted. One vf episode was treated with a shock. The physician checked the impedance measurement several times in-clinic and the values were in range. The lead was capped and the device was explanted.